Event description:
The device was used during a reversal of hartman's procedure. Reportedly, the instrument broke and a component disengaged into the pt's cavity. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.